Manufacturer narrative:
One pressure wire x, wireless was returned for analysis. Initial testing confirmed the presence of a dried blood-like substance inside the covering of the sensor element, which can affect signal readings, which precludes further signal testing. The results of the investigation also confirmed that pressurewire x, wireless, batch number 6242420, expired on 30 nov 2019 which was prior to the reported event date of (B)(6) 2020. A review of distribution records confirmed that this product was distributed prior to its expiration date. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including verification of the expiration date listed on the product label. Based on the information received, the cause of the reported incident could not be conclusively determined. The cause of the use of expired product is consistent with user error.

Event description:
An expired catheter was opened and used for a procedure. There were no adverse consequences to the patient.

Event description:
During the procedure, the signal drifted. Another device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Additional information: b5, d1, d2, d3, d4, d10, g4, h2, h3, h4, h6 it was initially reported that an expired catheter was opened and used for the procedure, with no adverse consequences to the patient. Updated information received on 12aug20 was that the incorrect catheter was initially reported. Based on the new catheter information received, the device was not expired at the time of use and no longer meetings reporting criteria.